Event description:
A malfunction alarm with malf 9 code was reported, and no adverse impact to the customer's blood glucose level was identified. Customer was unable to resolve the issue independently, so technical support assisted by providing information for resetting the pump. Despite this, the malfunction persisted, leading to the decision for technical support to replace the pump. Customer was informed about using mdi as a backup insulin delivery method.